Manufacturer narrative:
Additional information the device was manufactured between january 20, 2019 - january 21, 2019. The device was received for evaluation. Visual inspection was performed, and a defect was observed at the top right and left weld areas of the bag. Functional testing was also performed, and a leak was identified in the top right corner of the bag weld. The reported problem of leak was verified. The cause of the defect was most likely due to variation in the manufacturing weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam. The event occurred after filling prior to patient involvement. No additional information is available.